Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the j502 of the computer/analog (ca) board. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.